Event description:
It was reported that after ten weeks of service the atrial lead was dislocated and had to be re-positioned. Prior to the procedure when the implantable cardioverter defibrillator (ICD) was interrogated longevity of only 3.2 years was indicated, and battery voltage was 3.01v. The physician decided to use the ICD despite the short expected longevity. After the atrial lead was re-positioned and the ICD was connected to the leads, the longevity was calculated for 8.7 years, but the battery voltage was only 2.82 v after ten weeks of service. Therefore physician decided to exchange the ICD for another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: ddmc3d4 ICD, implanted: (B)(6) 2014. (B)(4).